Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned, thus the reported event could not be confirmed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that sizing and finishing pan has the plastic pieces peeling off where the angel wing and patella drill sit and can¿t read the pictures on the bottom for descriptions. The rp impactors are cracked and getting ready to break apart. The 5/6 shim is cracked in the middle. The 3 rp art surface is cracked on the bottom. These items were all found in the sets and not used in surgery. No surgical delay.